Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed compromised force sensor system and that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was 240 mg/dl. The customer declined to return the malfunctioning device because they had another insulin pump waiting to be used but needed to program. Nothing was replaced or returned.